Event description:
A (B)(6) male undergoing a minimally invasive approach claudication of l4-l5 and during the use of the jamshidi needle was being used and broke off into multiple pieces. At this point the case was converted to open and fluoro was used to locate all the pieces of the fractured needle.